Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 100 mg/dl before the low incident. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated that their doctor believes they are getting too much insulin, as they got a "near fatal" insulin dose. Troubleshooting was not completed but the pump passed a displacement test and the customer stated they went through an airport body scanner twice with the pump on. The customer stated they had not eaten or delivered a bolus during their flight before they went low. The insulin pump will be returned for analysis.